Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the patient developed a "red, itchy, pimply rash" along the tape border extending to the outside of the (right) abdomen, but not under the border or mass. The patient experienced this condition during a period of several weeks prior to complaint receipt. In addition, the patient reported that this rash spread to underneath the adhesive border and mass and within a skin crease at her waist line. The patient sought treatment from physician. She was prescribed a steroid cream (for two weeks); however, no improvement was noted.